Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after attaching the drill bit into the drill the surgeon proceeded to drill into the patient bone, and the tip of the drill bit fractured inside the patient and remained in situ. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 131220313, non lock screw 1.3x13mm, unknown, 131220314, non lock screw 1.3x14mm, unknown, 164206062, k-wire .62x6 dbl tro 6pk ns, unknown, 231220208, 1.3mm driver bit, unknown.